Event description:
It was reported when using the bd pyxis medstation system was at black screen. The customer stated that this malfunction caused a delay with patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. The field service engineer inspected, unplugged the drawer 4.2 retractor band and then the station turned on. Replaced the drawer controller card in drawer 4.2 to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.